Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). During implant trialing, the surgeon noted that the joint was loose, even when he trialed a thicker insert component. The surgeon then noticed that the medial collateral ligament (mcl) exhibited a partial tear. The surgeon repaired the tear with sutures and trialed again successfully, resulting in a well-balanced knee.

Manufacturer narrative:
An eval of the event has been conducted at mako surgical. Both the surgeon and the physician's assistant stated that the tear of the mcl was unrelated to the robot and was not caused by the burr. The mcl was repaired by suture intraoperatively and the pt did not require further surgical treatment.